Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that mesh was implanted due to stress urinary incontinence type 2 and 3. The patient underwent mesh excision on (B)(6) 2004 due to exposed vaginal mesh. It was reported that the patient underwent revision of mesh on (B)(6) 2004 due to vaginal erosion.

Manufacturer narrative:
It was reported that patient underwent cystourethroscopy with botox injection on (B)(6) 2013 due to urinary urge incontinence, hypertonicity of bladder, urinary frequency and urgency. (B)(4).